Manufacturer narrative:
Other text: one device was received for evaluation. Visual inspection found the tamper seal was removed, the latch lock handle was misaligned, the upstream occlusion (uso) seal was worn, and the downstream occlusion (dso) seal was lifted. The device's event history log was reviewed for evidence of the reported problem, nothing was found. Three accuracy tests were conducted. Upon testing, the reported problem was not able to be duplicated. The pump was slightly over delivering but within the published specifications. The expulsor was determined to be the root cause of the problem. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown.

Event description:
It was reported the device didn't administer medication. Patient involvement is unknown.